Event description:
It was reported that during the robotic laparoscopic hysterectomy procedure the sterile monopolar tip cover tore due to friction between the monopolar curved shears (mcs) and the uterus wall. The tip cover subsequently loosened, disassembled, and dropped into the abdominal cavity. The tip cover was located and removed, and the issue was resolved. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) additional information: d9 h3) device evaluation: medtronic led an evaluation of the reported sterile monopolar tip cover and provided images. Six images were received for evaluation. Three images showed a torn black monopolar tip cover. One image showed a monopolar curved shears with open jaws and without the tip cover. Two images showed a distal view of a monopolar curved shears displaying the reference identification and serial number. Visual inspection of the sterile monopolar tip cover noted it was returned broken and cracked. Evaluation of the sterile monopolar tip cover confirmed the reported condition. The root cause of the observed damage was that it is likely that the device was not used as intended, which may have caused or contributed to the reported incident. Tears or breaks in the tip cover can be caused by collisions from other surgical instruments or accessories. High stresses exerted by the jaws of the instrument during articulation and actuation can cause these tears to propagate further. Additionally, another instrument or accessory in the surgical space can get caught on the tip cover and when pulled in an opposing direction can cause a tear. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the robotic laparoscopic hysterectomy procedure the sterile monopolar tip cover tore due to friction between the monopolar curved shears (mcs) and the uterus wall. The tip cover subsequently loosened, disassembled, and dropped into the abdominal cavity. The tip cover was located and removed, and the issue was resolved. There was no patient injury.